Event description:
The event is reported as: the stapler did not function properly. Staple could not be fixed to skin and did not stay on. No patient injury reported.

Manufacturer narrative:
There will be no sample to investigate. Investigation results not available at time of this report. A follow-up report will be sent when available.